Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -3.0/+0.5/96 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The patient experienced a refractive surprise, refractive change over time and blurred vision. On (B)(6) 2023 the lens was exchanged with the same model, length lens and the problem was resolved. The reporter indicated the cause of the event is unknown. Claim#: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -3/0.5/096 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Refractive surprise/change overtime was assessed on (B)(6) 2020 and (B)(6) 2023. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -3/0.5/096 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Refractive surprise/change overtime was assessed on (B)(6) 2020 and (B)(6) 2023. Lens was exchanged for a same length different power (sphere/cylinder/axis) lens. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information added to form. Claim# (B)(4).